Event description:
It was reported that the caller attempted to interrogate the implantable pulse generator (ipg) with 2 different programmers and did not get telemetry. It was further reported that the patient applied a pulsed electromagnetic field (pemf) device directly to the ipg area. After using the stimulator on legs, right shoulder and left shoulder the patient immediately became light headed/dizzy and did not feel well. In the emergency room the patient stated " I think I did something I shouldn't have done." The patient's heart rate was in the 30s. A magnet application did produce pacing at 85ppm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2011; 5086mri45 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.